Event description:
It was reported that the pump malfunctioned, displaying malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support team provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue returned. The customer acknowledged and understood the instructions.